Manufacturer narrative:
The subject device was not returned to service center for an evaluation. The cause of the reported complaint cannot be confirmed. If additional information becomes available, this report will be updated and supplemented accordingly. The instructions manual contains warning statements in an effort to prevent damage to the device, "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Event description:
The service center was informed that during a case, while inserting another manufacturer's small or medium oval snare through the instrument channel of the scope, a piece of unknown material fell out of distal tip into patient. The piece was recovered with no injury reported.